Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-104775 is a concomitant. Please refer to manufacturer report number 2016493-2023-102074 and 2016493-2023-104774, which captured the correct suspect device per investigation report.

Event description:
It was reported that the nurse programmed an infusion, then shortly after the infusion started ("within minutes, possibly less than a minute - uncertain about the exact time frame"), the pcu and all attached pump modules "powered off unexpectedly without an alarm, stopping the infusion." It was reported that removing one of the pump modules prevented further shutdowns. The pcu was plugged in at the time according to the nurse, and there was a medication drip (heparin) in progress at the time of the shutdown. There was patient involvement but no patient harm.

Event description:
It was reported that the nurse programmed an infusion, then shortly after the infusion started ("within minutes, possibly less than a minute - uncertain about the exact time frame"), the pcu and all attached pump modules "powered off unexpectedly without an alarm, stopping the infusion." It was reported that removing one of the pump modules prevented further shutdowns. The pcu was plugged in at the time according to the nurse, and there was a medication drip (heparin) in progress at the time of the shutdown. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.